Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 10-apr-2016 from social media: the consumer stated she felt like she was dying - she could sleep for 14 hours and then go back to bed. Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this non medically-confirmed, study case report refers to a female consumer who was involved in essure generic reimbursement program (study ID: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced the serious event ibuprofen is damaging her liver and pain in her right side. The ibuprofen is damaging her liver, interpreted as drug-induced liver injury, is serious due to its medical importance and the pain in right side is serious due to required intervention. The drug-induced liver injury is unlisted and the pain is listed in the reference safety information for essure. In contrast, the drug-induced liver injury is listed for ibuprofen while the pain nos is unlisted. In this particular case, as the consumer stated that ibuprofen was damaging her liver and given essure's local action at fallopian tubes, the reported event was considered as unrelated to essure therapy. For ibuprofen, given the positive temporal relationship, causality cannot be excluded. Considering that the consumer stated that the pain in right side started almost immediately after essure insertion and considering that no alternative explanation was provided, the causal relationship with essure use cannot be excluded. However, the causal relationship between the pain and ibuprofen can be excluded since the pain started before the use of ibuprofen. This case is regarded as incident since a device removal was required (implied). The product technical complaint (ptc) analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. Additional non-serious events were reported. Further information will be obtained through the litigation process.

Event description:
This solicited case report was received from a consumer in united states on 07-feb-2014 via an essure generic reimbursement program. The report refers to the reporting (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced skin allergies, some things that she cannot eat or drink, started losing hair, and received ibuprofen for bad migraine which is damaging her liver. Consumer also had an elevated d-dimer test. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2008, the consumer had essure (fallopian tube occlusion insert), lot number 626626, inserted for sterilization. Consumer wanted to get the content list of the essure device so she can be tested for allergies. She works for materials management and she knows there is a list of what it is manufactured from. She has the lot number to see where it was manufactured. Her hcp (healthcare professional) asked her to get the list. Consumer had been having different side-effects that started right after she had the essure. She has skin allergies, itching randomly, some things that she cannot eat or drink. She started losing hair. She started taking ibuprofen six months after implantation ((B)(6) 2009) because of bad migraine, and it is damaging her liver. She had a lot of blood work done, tested for a lot of things. She had an elevated d-dimer test. Event stop date was reported as 'ongoing'. Product was continued. She had filed a report with FDA (food and drug administration, regulatory health authority in united states) about this. No further details were reported. Follow up 18.nov.2014: follow up information received from the consumer via social media. Consumer said that she had migraines, pain and was tired all the time. Follow up 28.nov.2014: ptc investigation results provided from the lot number 626626. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are not indicative of a quality deficit per se. 6 further ae case reports have been received to date with the referred batch, but none of those cases refer also to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 06-jan-2015 the required number of follow-up attempts has been completed, with no response to date. Case closed. Follow-up received on 30-aug-2015 (upgraded to incident): this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0990). Consumer, who was a single mother of 3 kids, reported that she was implanted with essure in (B)(6) 2008 at the (B)(6) and 3 months after her 3rd child was born. She stated that, although most of her side effects she brushed aside as her hormones adjusting to just having a baby and the fact that she was recently sterilized, her symptoms started almost immediately. Night sweats, migraines, brain fog, fatigue, insomnia, joint pain, swelling in her extremities, vision problems, unexplained rashes, constant urinary tract infections and bladder infections, daily heart burn, low vitamin d levels, 75 lbs. Weight gain, massive amounts of hair loss, pain on her right side, back pain, dental issues and just the feeling like she had a bad case of the flu daily. On (B)(6) 2012, she had a hysterectomy (at the (B)(6)) and states that she was 100 percent better without it. In addition, consumer reported that she had never in her life had health issues before essure and she hadn't even been to a doctor, besides an obstetrician for the pregnancies, since she was in her early 20's. She was always healthy, active, happy, and full of energy, worked 2-3 jobs and was pta (as reported) mom. According to consumer, her life changed in (B)(6) 2008, essure made it impossible for her to play with her kids, cook for them, clean and she nearly lost her job. Company causality comment: this non medically-confirmed, study case report refers to a female consumer who was involved in essure generic reimbursement program (study ID: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced the serious event ibuprofen is damaging her liver and pain in her right side. The ibuprofen is damaging her liver, interpreted as drug-induced liver injury, is serious due to its medical importance and the pain in right side is serious due to required intervention. The drug-induced liver injury is unlisted and the pain nos is listed in the reference safety information for essure. In contrast, the drug-induced liver injury is listed for ibuprofen while the pain nos is unlisted. In this particular case, as the consumer stated that ibuprofen was damaging her liver and given essure's local action at fallopian tubes, the reported event was considered as unrelated to essure therapy. For ibuprofen, given the positive temporal relationship, causality cannot be excluded. Considering that the consumer stated that the pain in right side started almost immediately after essure insertion and considering that no alternative explanation was provided, the causal relationship with essure use cannot be excluded. However, the causal relationship between the pain and ibuprofen can be excluded since the pain started before the use of ibuprofen. This case is regarded as incident since a device removal was required (implied). An initial product technical complaint (ptc) analysis concluded an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Additional non-serious events were reported. No follow up information could be obtained.

Manufacturer narrative:
Updated technical complaint (ptc) investigation and final assessment were received on 30-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are not indicative of a quality deficit per se. No similar ae case reports have been received to date with the referred batch. No batch trend could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non medically-confirmed, study case report refers to a female consumer who was involved in essure generic reimbursement program (study ID: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced the serious event ibuprofen is damaging her liver and pain in her right side. The ibuprofen is damaging her liver, interpreted as drug-induced liver injury, is serious due to its medical importance and the pain in right side is serious due to required intervention. The drug-induced liver injury is unlisted and the pain nos is listed in the reference safety information for essure. In contrast, the drug-induced liver injury is listed for ibuprofen while the pain nos is unlisted. In this particular case, as the consumer stated that ibuprofen was damaging her liver and given the local action of essure at fallopian tubes, the reported event was considered as unrelated to essure therapy. For ibuprofen, given the positive temporal relationship, causality cannot be excluded. Considering that the consumer stated that the pain in right side started almost immediately after essure insertion and considering that no alternative explanation was provided, the causal relationship with essure use cannot be excluded. However, the causal relationship between the pain and ibuprofen can be excluded since the pain started before the use of ibuprofen. This case is regarded as incident since a device removal was required (implied). The product technical complaint (ptc) analysis concluded an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Additional non-serious events were reported. No follow up information could be obtained.